Event description:
#Medwatcher #(B)(4). I had the device inserted either in late 2006 or early 2007. Doctor had problems with the insertion on my right side during the procedure. I immediately had constant pain and "tinges" on both sides but especially the right side. To this day I still have pain in my sides and back. There is also pain during intercourse. My period is so heavy that I can't go out of the house for 2 or 3 days of the month. I will bleed through a super tampon in about 30 minutes and have to use tampons and multiple pads. Even doing this, I still have excessive "accidents". If I'm sitting, then stand up I have to run to the bathroom because I flood so badly. It is so bad it has literally dripped down my legs and on to the floor. It has made it difficult to work during these times and I have had to leave or turn down good jobs because I couldn't do them with the extent of the bleeding and pain each month. I have extreme fatigue during the period, but also have so much less energy during the rest of the month than I used to have. Intense headaches and migraines and severe cramping also accompany the periods. I also experience severe mood swings, lack of motivation, dizziness, nausea, vomiting, discharge, hot flashes, night sweats, loss of libido, bleeding/spotting after sex, incontinence, long menstrual cycles, yeast infections, bacterial vaginosis, frequent urination, uti infections, vulvodynia, severe breast pain, all over body aches, diarrhea, severe bloating, heartburn, brain fog, anxiety, depression, ringing in the ears, high blood pressure, nickel allergy ( extreme skin dryness, rashes that won't go away, ) hair loss, insomnia, weight issues, decreased vision, excessive sweating, blood in urine.